Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated that changing the level of stimulation to a level that the felt led to the jolting. Lowered the level , however, they continued to feel it much more when they moved a certain way. They worried that they was a loose wire ,since they had fallen on that side during late winter but the device was checked by rep and thought it seemed ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they felt a 'sharp jolt' down her right leg into her foot which put her foot into a cramp and was 'definitely from the electrical pulse'. Patient did not currently felt the jolting or any stimulation during the call. Patient also reported that they had a fall in (B)(6) 2019, where she fell directly on her stimulator. Patient further reported that some weeks things seem to be controllable, other weeks it will change entirely as they do not feel stimulation all of the time but do felt it the right buttock a list of health care professional was sent to patient and patient was redirected for follow up address symptoms and possible reprogramming. No further complications were noted or anticipated